Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the whole system was explanted due to infection. There is no known allegation from a health professional that suggests the infection was related to the device. The underlying cause of the infection was unknown. The patient remained stable before, during, and after the procedure.